Manufacturer narrative:
A ge service rep performed an on site investigation. The ups was evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the workstation started up again by itself during the exam, which would indicate that the system shut down without command. This resulted in a loss of imaging functionality. There is no report of injury or death.